Manufacturer narrative:
The suspect device was returned and evaluated. Visual inspection observed the pump in poor condition; the top case was chipped and cracked and the left and right plunger cases were damaged. A review of the event history log could not be conducted, as the alarm history could not be accessed; therefore, the mainboard was replaced. During functional testing, the reported error was duplicated. The root cause of the error is believed to be related to a loose leadscrew nut and normal wear on the device. The pump is over 7 years old and in need of maintenance. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.